Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage on the orange section of the tube extension and surface of the proximal clevis. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test was performed and passed. Failure analysis found the primary failure of the thermal damage to be related to the customer reported complaint. The root cause is attributed to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the monopolar curved scissors (mcs) instrument and mcs tip cover accessory involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. The procedure log information cannot be verified at this time due to insufficient information provided. In addition, the mcs instrument information cannot be verified through the system log review at this time as it was not registered on the system. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) instrument arced and smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument produced electricity and smoke after the energy pedal was pressed. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip cover accessory were reportedly inspected prior to use, and no issues were noted. The mcs instrument was in use for 20 minutes until the reported event occurred. An arcing was observed at an unknown location during procedure. The mcs tip cover accessory was installed correctly with an installation tool. Electrolube/other lubricant was not applied to the mcs tip cover accessory prior to the installation. The customer observed no damage to the mcs tip cover accessory, mcs instrument, and grounding pad. The surgeon activated monopolar energy with an external force triad generator and was cauterizing tissue when the issue occurred. No other instruments were in use at the time of the event. The mcs instrument did not collide with any other instrument or tool during procedure. The jaws of the mcs instrument did not come in contact with any other objects when the issue occurred. Additionally, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. It was confirmed that there was no patient injury. The mcs instrument and mcs tip cover accessory were not available for return to isi for evaluation.